Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had reduced response to sound for the past few days. Suspecting to be an onset after tongue tie surgery which happened few weeks prior to the onset of event. Further technical checks are considered and clinic will follow as per medel recommendation.

Event description:
The recipient had reduced response to sound for the past few days. Suspecting to be an onset after tongue tie surgery which happened few weeks prior to the onset of event. Further technical checks are considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Further technical checks are considered but no date has been scheduled yet.